Event description:
It was reported that during a lap gastric bypass procedure, there was inconsistent staple formation (incomplete staple line). Not noted how case completed. No patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.